Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, it is likely that due to some kind of stress such as damage or deterioration of parts led to the malfunction. However, a root cause of the reportable issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope had the glue holding the objective lens in place had peeled off. There was no patient involvement.